Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported problem was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the force sensor was found out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pressure test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿failed pressure test. Defective tubing channel. Lower sensor deffective.¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor reading was unstable and would not calibrate. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.